Event description:
The company was informed that the patient reportedly has intermittencies with his internal device for the past eight months. Testing of the device showed out of range impedances. Surgery to explant, the device will be scheduled.